Manufacturer narrative:
The insulin pump had intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No frozen screens noted. The insulin pump was received with operating currents within spec. No unexpected battery out limit alarms noted. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump also had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had display anomaly and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.